Event description:
A (B) (6) male patient contacted zoll lifecor customer support to report that his electrode belt has a damaged connector. The patient's suspect electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B) (4) has been completed. The reported problem was confirmed. The plastic housing of the connector and locking collar had been cracked off. The root cause of the break cannot be positively determined but was likely caused by an impact with a hard object or pried with excessive force. No adverse event resulted from the damaged electrode belt. The patient was provided with a replacement electrode belt.